Event description:
Pt had power port inserted in rij here (B)(6) 2006. Port now non-functioning and pt was experiencing pain in her neck when accessed. Taken to surgery on (B)(6) 2015 under mac for removal of old port and insertion of a new power pot in lij. No complications noted in immediate postop note, ebl 10 ml. Cxr taken in pacu for placement revealed: lij port in place, and distal 1/2 of rij port present with distal tip projected over mid-thoracic spine. Pt returned to surgery from pacu again under mac to retrieve retained catheter tip from rij; ebl 10 ml. Report is in possession of port that was removed. Port initially removed was attached to approx 5.5 of tubing. Portion of tubing removed during 2nd surgery is approx 6.5" long and this part of the tubing has hashmark measurement marks indicating 1/2" segments with the numbers 5, 10, and 15 on this segment of tubing and with the black marking visible at the distal end of the tubing.